Event description:
A customer reported that after a case had been completed, a banging sound was heard. The display became dark and no power was being supplied to the system. The customer attempted to turn the system on and off with no success. Subsequently, seven cases were cancelled. Additional information was received indicating that some of the pts had already been prepped prior to their procedures being cancelled. However, the reporter could not give an exact number.

Manufacturer narrative:
A company service representative examined the system and found the power supply had failed. The power supply was replaced and a 12 volt battery was replaced. The system was then tested and met all product specifications. The replaced power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).